Manufacturer narrative:
Attempts have been made to obtain the product. The product has not been returned to masimo to allow an analysis to be performed. If the product is returned for evaluation or new information is obtained, a follow up report will be submitted.

Event description:
It was reported that the anesthesiologist stated she had consistently low readings, even after increasing fio2 to 100%. Replaced sensor, pt was saturating 100% after sensor was replaced. Reduced fio2 to 40 % patient was saturating between 98-100 throughout case after replacing sensor. No consequences or impact to patient.